Event description:
The inner package was not sealed. The device was sterilized and implanted. There was no adverse consequence for the pt or surgical delay.

Manufacturer narrative:
Eval summary: the device protruding out of the inner package is likely the result of the devcie being subjected to excessive movement during shipment and handling. This event is deemed an isolated incident and is unlikely to occur under normal conditions.